Manufacturer narrative:
A customer in the united states notified biomérieux of misidentifications of e. Coli associated with the vitek® 2 gn test kit an investigation was performed. The investigation was initiated in response to complaints reporting a higher than expected rate of "low on non-reactive biopattern" results for gn lot 2410128403. Some complaints linked to this investigation, also noted that some cards of this lot did not fill as expected or exhibited tape defects. Inspection of the cards returned for this investigation revealed the presence of a wrinkle in the bottom tape of some of the cards near well 41, present in varying degrees of severity, which would impact the filling of the cards. The primary root cause of the defect was linked to a mechanical failure on taper 13 that allowed the card to shift while the tape was being placed, creating the wrinkle. Please note: the vitek 2 product information includes the following statement in the precautions sections: "prior to inoculation, inspect cards for tape tears or damage to the tape and discard any that are suspect. Ensure that cards are filled properly and do not load any cards that are filled improperly. Check the saline level in the tubes after the cassette has been processed to ensure proper filling of the cards."

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in the united states notified biomérieux of misidentifications of escherichia coli associated with the vitek® 2 gn ID test kit involving patient samples. The customer reported obtaining misidentifications (such as sphingomonos, acinetobacter, etc.) For initial results and upon repeat testing, obtaining the correct results. The customer indicated incorrect identifications were not reported to a physician. Isolates were requested for internal investigation; however, the customer reported the samples were not available. An internal biomérieux investigation will be initiated.